Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited no capture and decreased sensing following coronary artery bypass surgery. It was determined that the lead had become dislodged. The lead was inactivated but remains in the patient. The patient is in the surgical intensive care unit. No patient complications have been reported as a result of this event.